Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of the log files showed malfunction in the frontal ip-pc (image processing-pc) due to disk bay failure. The fse checked the system and found the issue was due to the hard disk drive. The fse ordered and replaced the two hard drives along with the os drive, downloaded the board software and recreated the image store. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device would not x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the 3 hard disk drives, downloaded board software and recreated image store. The device was returned to expected functionality. Philips has started an investigation of this complaint.